Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce intermate sv (small volume) 200 ml leaked at the fill port. This was observed prior to use on a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufactured between october 7, 2020 to october 8, 2020. H10: the device evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed which observed a leak coming out at the solvent-bonded junction of the tubing and stress member near the fill port. The reported condition was verified. The cause of the condition was inadequate tubing insertion depth (not deep enough) during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.